Event description:
Surgeon was repairing a rotator cuff tear. While using the arthrex suture anchor, biocomposite corkscrew broke. Loose piece was retrieved but a part of the corkscrew is retained in patient.